Event description:
It was reported that bd threaded lock cannula was defective. This was discovered during use. The following information was provided by the initial reporter: the cannula was shorter than usual and the rubber part of the injection site didn't open. The route of occluded.

Manufacturer narrative:
H.6. Investigation: two samples and three photos were received for evaluation. The photos depicted two loose pieces of threaded lock interlink product side by side. The inner cannula of one piece was noticeably substantially smaller ¿ shorter ¿ than in the other. Two samples were received: one from cavity 42 which is acceptable and one from cavity 43 where the cannula is short. A short pin was observed in the retuned units and customer photos. It is possible the piece is affected by a short shot condition, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause: the most probable root cause is an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow.. The defect of molding defective was confirmed. This condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for the lot were performed per established quality controls and passed (as evident form the DHR review), therefore there is no reason to suspect that the cooling of the pin was interrupted for a long time. Retained samples for this lot were no longer available but retained samples form the next manufacturing lot were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, possibly caused by a temporary blockage of a cooling flow.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd threaded lock cannula was defective. This was discovered during use. The following information was provided by the initial reporter: the cannula was shorter than usual and the rubber part of the injection site didn't open. The route of occluded.